Manufacturer narrative:
This supplemental report is being submitted to provide the correct aware date of the previously submitted report (3003724334-2025-00513). The g3 - date received by mfg is being corrected from 03/26/2025 to 01/16/2025. Should additional information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was not confirmed a root cause could not be identified. Based on the investigation's results, no problems were detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic transurethral resection of a bladder tumor, the generator randomly resets itself, and the device emitted a spark, which burned a hole through the lining of the patient's bladder. Bleeding of an unspecified amount also occurred, which required additional cautery. The patient was discharged with a catheter to help with healing.